Manufacturer narrative:
The hled series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. The customer's technician evaluated the device and found that the screw was not tightened properly. The yearly maintenance program in the hled labelling includes a verification of all the covers and screws. This device is not under maintenance contract with maquet. The device doesn't remains conform to its specification. The device was directly involved with the reported incident and was being used for treatment or diagnosis of the patient when the event occurred. The hospital's technician repaired the spring arm and returned the device to service.

Event description:
The customer reported that, during a cutaneous microvascular transplantation, a surgical light spring arm cover and a screw fell on the patient's belly. There are no injuries reported. (B)(4).